Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis; however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was tested with the unit with a saline dipped gauze in the jaws. The e-100 generator was fired with yellow pedal/sync activation a cut/seal about 100 times. The unit worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a fault occurred on the e-100 generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and did find a 25913 non-recoverable error on the e-100 generator. The procedure was completed with no reported injury.